Event description:
It was reported that the right ventricular (rv) lead had high defibrillation impedance. Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-00295, the same issue was previously reported as 2017865-2024-00252.